Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-sep-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the unbearable pain was the lead may have migrated slightly south after a fall. The manufacturer representative moved their programming up the lead 1-2 contacts and regained excellent coverage. The issue was resolved.